Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited far-r oversensing and inappropriately pacing the right ventricle channel. A chest x-ray revealed that the patient's atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable throughout.